Event description:
It was reported that low impedance was observed on the lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received during analysis of the ICD, an arc mark was observed and the output circuitry was shorted. It is suspected that the lead arced to the ICD can.